Manufacturer narrative:
Based on the current information provided, the causes of the customer reported failure mode and intra-operative complications are unknown. Isi has attempted to contact the site to gather additional information regarding the patients/incidents. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A system and stapler log review cannot be performed due to insufficient provided. The event date(s) and stapler instrument/reload information are unknown. A video provided by the customer was reviewed by isi clinical development engineering (cde) and the following findings were obtained: the stapling portion of the procedure starts around the 58 minute mark of the video. The surgeon is using a staple line reinforcement material (buttress). The fires are all completed successfully, with some pauses for compression during the fires. Between fires, the vessel sealer extend instrument can be seen grasping and retracting tissue by directly grasping the staple line. Around 1:11:00, some oozing can be seen on the distal end (most recent fire) of the staple line, approximately two minutes after the fire occurs. The surgeon first applies pressure with cadiere forceps, and then clips the bleeding spots with a laparoscopic clip applier. One of these clips is later removed (~1:22:30). The gastric sleeve is then completed with two additional fires. A couple minutes after the last fire, some oozing is observed in other locations of the staple line (green reloads-first fire, third fire). The staple line is then reinforced with multiple clips from the laparoscopic clip applier, after which the entire staple line appears hemostatic. The cause of the oozing is unable to be determined from the video review. This complaint is being reported due to the following conclusion: during da vinci-assisted bariatric revision procedures, the initial reporter indicated that delayed bleeding is observed on the staple line after firing sureform 60 reloads with sureform 60 stapler instruments. The bleeding is observed 2-3 minutes after the staple fire. In one instance based on a video review, the surgeon applied clips to stop the bleeding. The root cause of the staple line bleeding is unknown.

Event description:
It was reported that during da vinci-assisted bariatric revision procedures, bleeding was seen from staple lines after firing sureform 60 reloads with a sureform 60 stapler instruments. According to the initial reporter, the bleeding is delayed and observed about 2-3 minutes after the staple fire. The surgeon think it started after the software update. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.